Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee floor system. During an interventional procedure, the user reported that the system reported a "tube too hot" error message. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. The investigation was performed considering complaint description, cs reports, and system history. According to the customer report, the system displayed the message "tube too hot" during a patient treatment, whereupon the treatment was continued and finished using an alternative system. The customer replaced the f2 fuse on the tube cooling unit control board which resolved the problem. Unfortunately no parts and logfiles were provided for investigation as the customer did not call siemens service and replaced the affected fuse himself. According to the available information, it is very likely that the fuse was blown, which caused the cooling unit to stop working and thus the x-ray tube became too hot, which was indicated by a corresponding message from the x-ray tube. Generally, in case of the described fault situation, a multi-level detection and warning mechanism is activated, so that the system displays appropriate messages for the user in case of tube overheating and it is not immediately shut down, so that the treatment could be stopped in a controlled manner, if needed. The fuse failure could have been caused by an input current that was too high. One possibility for a too high input current could be a short overvoltage. The occurrence rate of the error pattern was checked. A possible error accumulation or even a systematic error, which leads to a corrective action of the installed base, could not be determined by the investigation. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected, prolonged hospitalization of the patient or any other person occurred or could be expected.